Event description:
This patient with a history of hypertension, previous tia, previous mi (1996, moderate left ventricular dysfunction (30-39%), congestive heart failure, and family history of cad was admitted for coronary angiography due to unstable angina and a positive stress test. Angiography revealed 2-vessel coronary artery disease in the proximal rca and the proximal ramus intermediate branch. The lesion in the proximal rca was a 15mm, 80%, moderately calcified, b2-type, de novo stenosis. The lesion was pre-dilated with a 2.5 x 15mm non-cordis balloon inflated to 15 atms. A 3.0 x 23mm cypher otw stent was deployed to 14 atms. Then a 3.5 x 8mm cypher otw stent was deployed proximal to and overlapping the first to 14 atms. The stents were post dilated, per standard practice, with a 3.5 x 15mm balloon inflated to 14 atms. There were no complications and the residual stenosis was 0%. The lesion in the proximal ramus intermediate branch was a 28mm, 95%, type-c, de novo stenosis. The lesion was predilated with a 3.0 x 15mm non-cordis balloon inflated to 16 atms. A 3.0 x 33mm cypher stent was deployed to 14 atms. The stent was post dilated, per standard procedure, with a 3.5 x 15mm balloon inflated to 20 atms. At some point during this procedure in the ramus intermediate, a dissection occurred. Residual stenosis was 10% at the end of the procedure.

Manufacturer narrative:
Following the procedure, the patient experienced ischemic symptoms lasting more than 10 minutes. At approximately 15 hours post procedure, the patient's cardiac biomarkers revealed ck of 351 and ckmb of 42.3. At approximately 26 hours post procedure, the patient's cardiac biomarkers revealed ck of 426 and ckmb of 49.7. The patient was diagnosed with intraprocedural, non q-wave mi. This was treated with imdur; no additional angiogram was performed. Approximately 40 hours post procedure, the patient's cardiac biomarkers showed a downward trend to ck 310 and ckmb 23.4. The patient was discharged in stable condition the same day. The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt. This is one of three reports submitted for the same event. Please cross reference MFR report #s: 3003742446-2010-00254, 3003742446-2010-00255, and 3003742446-2010-00256.

Manufacturer narrative:
The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. A review of the manufacturing records could not be conducted of the 3.5x8mm cypher without a lot number. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase. The elevated enzymes experienced by the patient post procedure and diagnosis of mi are likely to be related to the dissection and to inherent risk of the procedure. Based on the information available, there are possible patient (low ejection fraction), vessel characteristics (type c) and procedural factors that may have contributed to the post-procedural mi reported. This is one of three reports submitted for the same event. Please cross reference MFR report #s: 3003742446-2010-00254, 3003742446-2010-00255, and 3003742446-2010-00256.

Event description:
Additional information received 1/6/2011: the day of implant the patient had angina due to a jailed branch in the ramus.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.9, lab: 2.8.

Manufacturer narrative:
A patient from the (B)(4) study experienced a non-q wave myocardial infarction one day post index procedure and coronary artery occlusion of a ramus side branch with stent implantation. This patient with a history of hypertension, previous tia, previous mi (1996), moderate left ventricular dysfunction (30-39%), congestive heart failure, and family history of cad was admitted for coronary angiography due to unstable angina and a positive stress test. Angiography revealed 2-vessel coronary artery disease in the proximal rca and the proximal ramus intermediate branch. The lesion in the proximal rca was a 15mm, 80%, moderately calcified, b2-type, de novo stenosis. The lesion was pre-dilated before a 3.0 x 23mm cypher otw stent was deployed to 14 atms. Then a 3.5 x 8mm cypher otw stent was deployed proximal to and overlapping the first cypher. The stents were post dilated, per standard practice. There were no complications and the residual stenosis was 0%. The lesion in the proximal ramus intermediate branch was a 28mm, 95%, type-c, de novo stenosis. The lesion was predilated with a non-cordis balloon and a type c dissection occurred. To treat the dissection a 3.0 x 33mm cypher stent was deployed to 14 atms. A ramus side branch was noted to be "jailed" by the implantation of this stent. The stent was post dilated, per standard procedure. Residual stenosis was 10% at the end of the procedure. Following the procedure, the patient experienced ischemic symptoms lasting more than 10 minutes. At approximately 15 hours post procedure, the patient's cardiac biomarkers revealed ck of 351 and ckmb of 42.3. At approximately 26 hours post procedure, the patient's cardiac biomarkers revealed ck of 426 and ckmb of 49.7. The patient was diagnosed with intraprocedural, non q-wave mi. This was treated with imdur; no additional angiogram was performed. Approximately 40 hours post procedure; the patient's cardiac biomarkers showed a downward trend to ck 310 and ckmb 23.4 and the patient was discharged in stable condition the same day. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Coronary artery occlusion and mi are known potential adverse events associated with the stent implantation procedure. It is an inherent risk of stent placement that small side branches may become occluded due to the physical presence of the stent material. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the reported events.